Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred with not detected on the bus error. Drawer was completely non-functional. The customer indicated that this is the only pyxis unit available in the 4 south unit, and the failure prevented nursing staff from retrieving stat medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) stated that rss showed no failures on the monitor. The rx technician confirmed that the issue had been resolved prior to fse assistance. The system functioned as intended.